Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty, the device did not fire. The reload went off but did not work. Both reload and handle were replaced with the same model to complete the procedure. There was no patient injury.